Manufacturer narrative:
Concomitant medical products: d354drg ICD; 6947 lead; 6949 lead; implant dates: unknown.

Event description:
It was reported the patient developed an infection and the leads were exposed due to erosion. During the explant procedure there was dissection of the coronary sinus and subclavian. The patient did not regain consciousness following the procedure and the patient expired following withdrawal of care.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.